Event description:
Disconnection at connection of 1o2 sub-assembly male luer spin collar to the extension set tubing female luer. Pt was in surgery and the room was dark. The luer lock connecton disconnected and the pt experienced bleeding. No adverse pt outcome reported. This set is a 35" extension set with removable 2 gang manifold. The disconnection occurred at the connection of these two components.